Event description:
The device was explanted (B) (6) 2010, due to unknown reasons. Additional information has been requested, but was not available at the time of this report, (B) (6) 2010. The patient has a history of auditory neuropathy, and has been non-responsive to electrical stimulation. An integrity test completed (B) (6) 2006, indicated neither evidence of malfunction of the receiver/stimulator nor electrode array faults. An x-ray completed in 2006 revealed appropriate device placement.

Manufacturer narrative:
(B) (4).

Event description:
Boston scientific crm received info that this lead was revised to dislodgement. The lead was successfully repositioned and no additional adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
(B)(4).